Event description:
Related manufacturer reference number: 1627487-2022-02249. It was reported that one of the patient's leads migrated and the other lead fractured. As a result, surgical intervention occurred wherein the leads were explanted and replaced and repositioned to address the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.